Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps had alarmed ec 222 (¿kwikpeg task starved¿). The events occurred during patient infusion at the adult intensive care units (ICU) and pediatric units. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.